Manufacturer narrative:
Additional information received indicated that the patient developed recurrent mitral stenosis requiring a mitral valve replacement. During a routine preoperative chest x-ray, the physician detected a fracture of the device which was confirmed intraoperatively. The device would have been explanted anyways in order to replace the native mitral valve. The location of the fracture was in the middle of the device with a remaining continuity of the core. No additional adverse patient effects were reported. Added patient weight; added patient code. Product analysis: upon receipt at medtronic¿s quality laboratory, the band appears slightly distorted; widened. Green and white multifilament sutures remained attached to the cloth covering. The sewing ring was damaged in several areas exposing the wire. Glistening off white pannus remained attached to the inflow and outflow aspects of the band. Pannus appeared to have been removed during explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 15 years post implant of this mitral annuloplasty band, there was an unspecified break in the device. The device was explanted and replaced with a non-medtronic bioprosthetic valve. No other adverse patient effects were reported.